Event description:
It was reported that during a da vinci-assisted surgical procedure, persistent error code c-34 displays whenever the monopolar energy was activated. The integrated electro surgical unit (iesu) erbe generator and system had been restarted. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse checked the system logs and multiple c-34 errors were confirmed. The tse advised that an alternate generator could be used and explained the process on connecting to an external (force triad) generator. The procedure was completed using the external generator with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system powered on and worked normally during initial start up. A force triad generator was used to complete the procedure because of the error.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi received the erbe generator involved in the complaint and completed the evaluation. The unit was placed on an in-house system and was run in normal mode. The reported failure was confirmed and reproduced.